Event description:
Additional information received per clinical assessment confirming that aneurysm enlargement was also present at the time of the reported event. In addition, the patient presented with an off-label neck anatomy at initial implant.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: type ia endoleak and secondary endovascular procedure on (B)(6) 2019. The clinical assessment also determined that there was evidence to reasonably suggest aneurysm sac growth occurred that was not included in the event as reported; the sac growth was discovered during review of the 68-month post-implant CT scan. This complaint is most likely user-related due to the off-label neck anatomy (taper should be less then 10% but on pre-CT it measured 23%). The procedure-related harms for the complaint could not be determined. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: device code - remove 3190. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type ia endoleak was detected. The physician elected to treat the patient by implanting an infrarenal and suprarenal afx devices on (B)(6) 2019. The patient tolerated the procedure well and the final angiogram confirmed the endoleak was resolved. There have been no additional patient sequelae reported.